Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation, and the final investigation. B3: date of event is unknown. Additional information will be provided if available. Updated field(s): d8, d9, h2, h3, h6, h11 olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6)2025 sampling from: all channels cfu: <1 cfu bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A review of the device history record found no deviations that could have caused or contributed to the reported issue olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope tested positive for more than 300 colony forming units (cfus) of an unspecified bacteria. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.